Manufacturer narrative:
Additional codes added to section h6 evaluation code method and result. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the screen of this ht70 ventilator froze, then generated a constant alarm, and ventilation stopped. It was reported that third party service provider perform the repair. One ht70 pump and manifold assembly was returned to medtronic for further analysis. A visual inspection of the returned part shows worn bearings. The assembly was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The device continued delivering ventilation throughout the entirety of testing. Screen freeze, alarming, and loss of ventilation were unable to be replicated. The returned component pump and manifold assembly was analyzed and was testing satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional codes added to section h6 evaluation code result. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the screen of this ht70 ventilator froze, then generated a constant alarm, and ventilation stopped. It was informed that third-party service provider tokibo (tkb) performed the repair. The tkb could not confirm the reported issue but replaced the ht70 control board and single board computer. Tkb found the pump shaft was abnormal and suspected the load applied on the pump could have led to the issue and so replaced the pump and manifold assembly. One ht70 control board and single board computer(sbc) were returned to medtronic for failure investigation. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One ht70 pump and manifold assembly was returned to medtronic for further analysis. A visual inspection of the returned pump shows worn bearings confirming the pump to be faulty. The assembly was attached to the failure investigation (fi) test ventilator and it successfully passed all tests and calibrations. Although the pump was faulty, the device continued delivering ventilation throughout the entirety of testing. Screen freeze, alarm, and loss of ventilation were unable to be replicated. The investigation could not determine the cause of the observed condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter from the facility could not be provided due to (B)(6) privacy regulation. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that a third party service provider performed the repair. Failure confirmation, cause, or relationship to the event could not be determined since no product was returned for evaluation or made available to medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the screen of this ht70 ventilator froze, then generated a constant alarm, and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without harm as the result of the event. Additionally, it was reported that, after forcible termination, even when re-start up was performed, the ventilator would not start up, the screen remained dark, and a high electronic tone sound continued.